Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After following these instructions, the customer successfully reloaded the cartridge and resumed insulin use.